Event description:
On (B)(6) 2013 the patient contacted animas stating that she did not ¿feel right¿ and her legs were numb and she was shaky. The patient noted that she gets shaky when her blood glucose is between 80 and 90mg/dl, and she noted that her bg has been at 88mg/dl for two hours and she could not get her bg up. The patient stated she had consumed orange juice and glucose tablets twice and still could not resolve her bg. The patient wanted to know if she should take a glucagon shot, and customer technical support (cts) advised the patient that she needed to contact her doctor for that recommendation. The patient had initially remained on the pump, but disconnected from the pump during the call with cts. The patient stated she was not by herself and was with a co-worker who was a nurse. The patient declined contacting 911, stating a family member was on their way and would take her to the emergency room (ER). Cts made follow up calls to the patient during the incident to ensure the patient was safe, and during the initial call back the patient¿s bg was reported to be 97mg/dl and was rising slowly, then was 102mg/dl, however, the patient reportedly still felt symptoms of shakiness and leg numbness. Cts advised the patient at that time that the symptoms may be related to another medical condition and again advised the patient to contact 911; however the patient wished to speak with her endocrinologist instead. Upon additional follow-up, the patient stated that her endocrinologist wanted her to go to the hospital. The patient noted that she has sickle cell and was in late stages of neuropathy, but did not think that the incident was related to sickle cell. The patient did not implicate the pump at the time of the initial incident. Troubleshooting could not be completed, as the patient was planning on going to the ER. Cts later attempted additional follow up to obtain additional information and complete pump troubleshooting, but was unable to reach the patient. The reported bgexcursion does not meet criteria for a serious injury; however, this complaint is being reported based on the allegation that the patient sought medical intervention related to potential low bgs while using insulin pump therapy. While there was no allegation made against the pump, the pump could not be ruled out as a cause or contributor, as troubleshooting could not be completed.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The black box data and histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.